Event description:
Hospital is reporting that the 12cc angiographic syringe within their convenience kit will not make a secure connection to the manifold and is allowing air bubbles to enter the system. There has been no air injection or patient injury. A used device will be returned for evaluation.

Manufacturer narrative:
Although it has been indicated that the hospital will be returning a used sample, to date none has been returned to the manufacturer, therefore, a failure analysis is not yet available. Upon receipt of the sample/completion of the investigation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.